Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 5pm. Customer had two consecutive no delivery alarms. Customer attempted to bolus for lunch and received a no delivery alarm. Customer finished his food before his bolus completely delivered. Customer thinks he did not get enough insulin. Customer changed his site and stated that the cannula was occluded. Customer has treated for their high blood glucose level by IV drip. Customer's blood glucose level was 427 mg/dl at the time of the ER visit. Customer decided to go home to his parent' house after the second no delivery. Customer was stuck in traffic and began vomiting. A fireman came to check in on him and called the paramedics. Customer was taken to the hospital for diabetic ketoacidosis. Customer was given long term insulin and was advised to continue pump therapy around 8am. Customer was wearing the pump at the time of hospitalization. No further assistance needed.